Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed on device interrogation one day post implant. The lead was removed from the connector and cleaned out. The pocket was opened to disconnect the lead from the device header. The lead connector was cleaned and reconnected to the device. All electrical measurements were normal. There were no further consequences for the patient.